Manufacturer narrative:
Insulin pump received with no button response at act button due to unlocked j2 connector on lcd board. No button error alarm and time/clock anomaly noted during testing. Unable to confirm low battery alert, weak signal alarm and unable to perform any tests due to button unresponsive.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family member reported via phone call that the insulin pump had keypad anomaly and clock anomaly. The customer¿s blood glucose level was 176 mg/dl and 116 mg/dl. The customer reported that the act button was not responding. The customer reported that the time clock was not advancing. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.